Manufacturer narrative:
No unexpected restart alarms were noted during testing. The pump passed the off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery and self tests. The operating currents were within specification. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a missing end cap sticker and a stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had not been using his insulin pump in a while. When the customer inserted a battery in the pump, it alarmed an unexpected restart alarm. Customer tried to clear the alarm by pressing the esc and act buttons but was not able to clear it. Customer agreed to replace the pump.